Event description:
It was reported that prior to the implantable cardioverter defibrillator (ICD) implant procedure, the battery¿s pre-implant indicator was gray. The ICD was not implanted but subsequently tested normal the following week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Battery voltage measured 2.95v on (B)(6) 2015 and a pre-implant gray bar was identified. Telemetry usage was 7:40 min. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. (B)(4).